Manufacturer narrative:
(B)(4). This event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the patient received a bird¿s nest filter on (B)(6) 2010 at (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. At this time, it is unknown if there have been any adverse effects or interventions performed. It's impossible to comment on alleged "punitive damages." Cook will reopen its investigation if further information is received.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 05/03/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2010 due to blood clot in leg. Plaintiff is alleging device is unable to be retrieved, blood thinner required.